Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed openings on the device; one was noted as a fold flaw opening, one was noted as an unidentified tear, and one opening was inconclusive. Additionally, three openings were observed and assessed as surgical damage. The shell thickness was within specification. ¿ seroma-late-breast: unable to observe since it is not related to the device. As per the investigation procedure particles and creases were observation. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture. It was later reported "fluid collections". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, later reported, "fluid collections". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a5, e1, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "fluid collections." Device has been explanted.